Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Occlusions were also reported. Customer's blood glucose level at the time 460 mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. The snap-cap and septum were inspected for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.